Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was relocated. It was noted that there was no device issue. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be relocated for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be relocated for an unknown reason.

Manufacturer narrative:
Additional information was received that the reason for ipg relocation was patients preference.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be relocated for an unknown reason.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be relocated for an unknown reason.